Manufacturer narrative:
The incident sample has not been received. Investigation is in-process. A follow-up report will be sent when additional info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigation.

Event description:
It has been reported by a customer that after placement of a mic-key low-profile g-tube, the child developed an odor on the hands and feet, spiked and a temperature, and had a foul-smelling diarrhea. On the 11th day, the tube was replaced, and the symptoms improved. Mother of the child stated that "she believes this was a contaminated feeding tube and the odor was (B) (6) way of trying to rid himself of toxins." There was no report of serious injury or death as a result of the alleged product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility, where the incident occurred. This product incident is documented in the kimberly-clark complaint database, (B) (4).